Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The reporter believed the patient¿s continuous flow rate was 20.85mcg and bolus 0.0178. The indication for use was spinal pain. The patient¿s friend/family member reported that the patient had to go to the hospital for 4 days because she was not able to bolus and was going through withdrawal. Per the reporter, the same thing happened "about 5 years ago" then "again last feb" and "again last sunday". They did a drug test and it did not show any opioids in the system and the caller was inquiring what could be causing the patient to go through withdrawals. The patient bolus's every 2 hours and the patient was not able to bolus because when she was in the hospital someone put a passcode on the ptm (personal therapy manager) and they do not know the passcode. The agent consulted mobility and they are not able to clear the passcode and an email was sent to the repair department to replace the handset. The patient was redirected to their healthcare provider to further address the issue.